Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient started having difficulty recharging both of their ins devices around (B)(6) 2018. It was also reported that the ins devices were depleting. No symptoms were reported. As a result of this issue, the doctor has planned to replace both of the patient's implanted batteries. It was noted that the patient had power on reset (por) before, which was a factor that led to the recharging issues. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3487a-56, lot# va05b7e, product type: lead; product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension; product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension; product ID: 3888-56, lot# va02tsf, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead (lot # va05b7e) found that the outer insulation was breached, the outer insulation was separated at a butt joint at the proximal end, and the conductor was broken at an unknown anchor site. Analysis of the lead (lot # va02tsf) found that the conductor was broken within 10 cm of the connector area and the outer insulation was separated at a butt joint at the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-21. The rep confirmed that the event was reported to them by the patient. The rep became aware of the first power on reset (por) on (B)(6) 2019. The cause was unknown. The patient claims to charge them regularly but one of them was shocking them so they didn't use it and didn't charge it. On july 11, 2019, additional information was received from the hcp via the rep. It was reported that the device that was implanted on (B)(6) 2013 was the device that was shocking the patient. The patient first started noticing the shocking on (B)(6) 2016. The explant surgeries have been scheduled to occur on (B)(6) 2019. No further complications were reported or anticipated